Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." Per tandem's pump user guide: "do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer entered a bolus of the desired amount but accidentally over-corrected. Customer was using fiasp insulin with the pump. Subsequently the customer's blood glucose (bg) level decreased to the low 50s (mg/dl). Reportedly, the customer consumed carbohydrates to treat the low bg level.